Event description:
This report is being filed for a device malfunction discovered by the manufacturer. During servicing by the manufacturer, an electromechanical ambulatory infusion pump would not deliver against a 6-psi backpressure. This condition indicates the pump has the potential to under deliver during use.